Manufacturer narrative:
H3, h6: a software analysis was performed for this event. As logs and archives were not available, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and previously reported code d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that the inaccuracy amount was unknown.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the site experienced an alleged inaccuracy while in surgery. The site was using side emitter to place a vp shunt. Registration was passing and had the target within a 1 mm, green accuracy circle. After placing the shunt they were not receiving any cerebrospinal fluid (csf) as planned. They used an imaging system to confirm the placement and had to advance the shunt on the same trajectory forward to achieve flow. The shunt stylet was off by a "couple mm laterally". There was a delay of an hour and a half. There was no impact on the patient's outcome.

Manufacturer narrative:
Continuation of d10: product ID 9735762, version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.